Event description:
It was reported that during a lap gastric bypass procedure, on the first loading of the device, it was placed down the trocar but it would not open. They removed it and got a new device to complete the procedure. There was no patient consequence.

Manufacturer narrative:
Date sent: 09/24/2008. Information anticipated, but unavailable at this time.